Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.038.190; lot number: 843783; part manufacture date: n/a; manufacturing location: n/a; part expiration date: n/a; nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for elmira. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a removal of tfna lag screw and replaced with a hemi. The patient got up off the toilet and fractured her tfna lag screw. It is unknown if there is surgical delay reported. Patient status is normal. Concomitant devices reported: unknown tfna nail (part# unknown; lot# unknown; quantity: 1), unknown locking screw (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) tfna fenestrated screw 90mm. This report is 1 of 1 (B)(4).